Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and figured out that the error message showed up because of a corroded shunt valve. The technician disassembled and cleaned the corroded valve and tested the unit for functionality and electrical safety. All tests were performed successfully.

Event description:
(B)(4). It was reported that during preventive maintenance the hcu40 displayed the error message "waterflow cardioplegia side low". No patient was involved. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).